Event description:
It was reported during an unknown procedure, a tsw35 did not fire. There was no consequence to the pt.

Manufacturer narrative:
H6:bent cartridge lockout tab. Endopath ets- based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specifications. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the firing cycle was interupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.